Event description:
It was reported that on (B)(6) 2009. The patient underwent a stenting procedure in the heavily calcified right internal carotid artery with placement of an acculink stent. One day post procedure, the patient was noted to have some minor confusion. No treatment was provided and the confusion resolved the same day. On (B)(6) 2009, the patient was noted to have left leg drift. No treatment was provided and the leg drift resolved on (B)(6) 2009. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.